Manufacturer narrative:
H3. Device evaluation: customer report of stenosis was confirmed through observed calcification. X-ray demonstrated wireform intact, heavy calcification on leaflet 3, and minimal calcification on leaflet 2. Calcification restricted leaflet mobility and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­7mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Leaflets 2 and 3 were thickened and swollen at the free margins at commissure 3. Subvalvular apparatus was observed around leaflet 3 at the outflow aspect. Sewing ring had multiple cuts and was partially cut off in multiple areas around the valve. Cut off sewing ring fragments were not returned with valve. Two sutures remained attached to the sewing ring near commissure 1. Wireform was exposed on commissure 1. H10. Additional manufacturer narrative: updated sections d4 (serial number, expiration date), d10, h3, h4, and h6. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information that a 25mm 7300tfxj mitral valve, implanted approximately five (5) years was explanted due to mitral stenosis. The device was originally implanted for mitral valve replacement. After implant, the patient had made satisfactory progress, however, the mitral stenosis continued to rapidly progress for half a year. The patient who was undergoing dialysis had difficulty receiving the treatment and therefore, mitral valve replacement was performed. The device was explanted and replaced with a 25mm sjm epic valve with no adverse patient events reported. The patient status was reported as ¿recovered¿. The device was returned for evaluation. Type and source of infection were not reported. There was no allegation of device malfunction. Patient medical history: dialysis patient. The surgeon commented that the explanted valve was relatively not damaged. The device was permitted to dismantle after necessary evaluations.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.